Event description:
Complainant alleged that the ER clinicians were attempting to pace a pt (age and gender unk), but when they turned the main switch to pacing mode, they were unable to adjust the ma or ppm settings. The clinicians were able to obtain another device to pace the pt. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.